Event description:
It was reported that the device had generalized issues with air-in-line alarms indicated sensitive ail alarms that alarms small amounts of air. There was patient involvement, but no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility